Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that upon opening the pouch, it was noticed that the stent was not fixed on the balloon well; therefore, the stent was not used. No additional event or pt information is available.

Manufacturer narrative:
Results code - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was crystallized contrast visible in the inflation lumen. The stent implant was dislodged from the balloon and returned inside the yellow protective sheath. There was one strut in the first row of distal struts that was flared. The proximal end of the stent implant was lightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were slight crimp marks visible over the proximal and distal markers on the balloon. There was no damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Product performance engineering determined that the xience v stent implant was reported to be loose on the sda when removed from the package; however, analysis of the returned sds noted crystallized contrast visible in the inflation lumen, which is consistent with the preparation of the device. The stent implant was dislodged from the balloon and returned inside the yellow protective sheath. Crimp marks were visible on the tightly folded balloon, suggesting that the stent was originally positioned correctly and securely at the time of manufacture and not inflated. Dimensional analysis of the device found that the outer diameters of the stent implant met manufacturing criteria. The inner diameter of the protective sheath was measured and also met manufacturing criteria. Stent retension during preparation can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. Additionally, there was one strut in the first row of distal struts that was flared and the proximal end of the stent implant was lightly smashed. This damage was not observed during product inspection prior to use and may have occurred during preparation of the device or handling for shipment back to abbott vascular for eval. Stent damage prior to use can occur as a result of multiple things, including but not limited to, the manufacturing process, handling during removal from the package at the account, handling during visual inspection and/or preparation and accessory device interaction. Due to the conflicting information received with the complaint and the analysis of the returned product, no conclusive root cause can be determined; however, there are no indications of a product quality issue. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.